Event description:
It was reported that there were concerns of premature battery depletion and battery longevity issue with this implantable pacemaker. The device's current battery status indicates a remaining life of 3 years, whereas it showed 6 years as of (B)(6) 2024, 8.5 years as of (B)(6) 2024, and 10 years as of (B)(6) 2023. Technical services have reviewed the data and confirmed pbd. It is recommended that either the pacemaker be replaced or that the battery status be reevaluated in 90 days. The device remains in service, and no adverse effects on the patient have been reported.

Manufacturer narrative:
This device remains in-service. As such, physical analysis has not been conducted in our laboratory. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. If additional information is provided in the future and/or the device is returned for analysis, a supplemental report will be issued.

Event description:
It was reported that there were concerns of premature battery depletion and battery longevity issue with this implantable pacemaker. The device's current battery status indicates a remaining life of 3 years, whereas it showed 6 years as of november 2024, 8.5 years as of march 2024, and 10 years as of january 2023. Technical services have reviewed the data and confirmed pbd. It is recommended that either the pacemaker be replaced or that the battery status be reevaluated in 90 days. The device remains in service, and no adverse effects on the patient have been reported.